Event description:
It was reported that this patient's self-conducted ventricular rhythm storm, led to the implantable cardioverter defibrillator (ICD) delivering appropriate anti-tachycardia pacing (atp) therapy, however, it was not successful. The ICD then delivered eight electric shocks. The last shock successfully converted the rhythm. Which was believed to be caused by physiologic changes in the tissue. The patient has a dual chamber device. Additionally, it was noted low high impedance measurements on the right ventricular (rv) lead. Reprogramming options were discussed and recommended. The patient presented to the check-in and a defibrillation threshold (dft) testing was performed, and it was noted that the commanded shock was not successfully delivered for this ICD. The physician opted to replace the rv lead. After the successful implantation, two dfts were performed and the commanded shock was successfully delivered. The patient is continuing to be monitored and the ICD remains in service. No additional adverse patient effects were reported.